Event description:
It was reported that a right atrial (ra) lead was explanted 1 day after implant due to dislodgement. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that a right atrial (ra) lead was explanted 1 day after implant due to dislodgement. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to the following field: 1) e1 - initial reported state

Event description:
It was reported that a right atrial (ra) lead was explanted 1 day after implant due to dislodgement. Another ra lead was successfully placed. No additional adverse patient effects were reported.